Event description:
Initial report was from the patient stating that she had two seizures during the night. The patient reported the seizures not lasting as long as usual. The patient is scheduled for post operative follow-up and dosing adjustments within the next few weeks. The patient stated that she thought her device was programmed on to the lowest settings in the or but was not completely sure. No other relevant information has been received to date.